Manufacturer narrative:
(B)(4) as the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the transfer set became disconnected from the plastic connector. The plastic connector was attached to the titanium adapter at the time of the event. There was no patient injury or medical intervention reported. No additional information is available.